Event description:
Hcp reported that pt died from an infection that spread throughout their system. The hcp stated the pump was infected, but they are not sure where the infection started. A follow up report will be sent when additional info is received.